Manufacturer narrative:
(B)(6). Device evaluated by MFR.:p select ous mr 16 x 3.00mm stent delivery system, catheter was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts in the 1st row on the distal end of the stent were found to be lifted and pulled distally. The undamaged stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion.

Event description:
Reportable based on device analysis completed on 10nov2020. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 90% stenosed, 15mmx3mm, eccentric, de novo target lesion containing a greater than equal to 90 degree bend was located in the severely tortuous and mildly calcified left main to left anterior descending artery. After a 6fr non-bsc guide catheter was engaged and a non-bsc guide wire was crossed the lesion, pre-dilation was performed resulting to 80% residual stenosis. Following pre-dilation, a 16 x 3.00 promus premier select drug-eluting stent was advanced for treatment but failed to cross. The device was removed and the procedure was completed with a different device. No patient complications were reported and that patient status was stable. However, returned device analysis revealed stent damage.